Manufacturer narrative:
Device unavailable for eval as product was discarded at the account.

Event description:
It was reported that during a surgery on the knee, two blades subject to this MDR broke at the blade mount. It was further reported that all broken pieces were removed with a forceps and that an imaging procedure was carried out to confirm that all pieces were removed. It was reported that there was a delay of 60 minutes to the surgery. It was further reported that there were no adverse consequences for the patient as a result of this delay.